Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and determined the main printed circuit board to be the root cause. The suspect faulty board was routed to the carefusion failure analysis lab where the reported issue was reproduced and isolated to a faulty transducer. The issue is part on an internal investigation.

Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator was alarming transducer fault while on a patient but the ventilator kept on cycling. The vent was removed from the patient and the patient was placed on another vent. There was no harm or injury to the patient.